Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the cx was treated with two resolute onyx stents. On the same day, post procedure, elevated troponin levels were noted. The cec assessed this event as a non q wave mi (target vessel), mdt extended hist peri pci. Cec also assessed stent thrombosis as no event. The mi occurred in the cx